Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right popliteal artery. Dilatation was performed at 14 atmospheres with 3mmx4cm coyote balloon catheter. Since the dilatation was quite insufficient, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced and further dilatation was performed. However, during the first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.